Event description:
Hill-rom tech alleged that the brakes were engage if the bed was moved, the brakes would disengage.

Manufacturer narrative:
Tech performed mod 424 on the bed and the brakes functioned properly. There were no alleged injuries.